Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with mitral regurgitation for a mitraclip procedure. After initial grasping attempts, it was reported that the grippers would not descend. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient and a new clip was selected. The final mr was reduced. There were no adverse patient effects or clinically significant delays reported.